Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date not provided, inratio 1.0, lab 2.2.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date not provided, inratio 1.0, lab 2.2, mean 1.6, confidence limits 1.2-2.3. The mean of the inratio meter and comparative system inr were calculated. Inratio a values was outside the confidence limits for inr testing. Products will be tested when returned.